Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 26 mg/dl. Reportedly, the contact suspected the cause of the low bg was due to the pump. The contact stated that the customer consumed a lot of pasta, bread, corn and a brownie as another suspected cause of the bg level. The contact gave the customer juice and sugar to address the bg level. Reportedly, the customer could not address the low bg event own their own.